Manufacturer narrative:
Not returned.

Event description:
It was reported that at the user facility, the sleeve of the toga ripped off the gown. There was no patient involvement, no delay, no medical intervention and no adverse consequences with this event.

Event description:
It was reported that at the user facility, the sleeve of the toga ripped off the gown. There was no patient involvement, no delay, no medical intervention and no adverse consequences with this event.